Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 18 mg/dl at the time of the event. The customer uses quick-set infusion sets. At the time of the report, the buttons were unresponsive. Nothing further was reported.

Manufacturer narrative:
The buttons were unresponsive due to corrosion on the keypad traces. No further testing could be performed due to the unresponsive buttons.